Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up with touch screen responding intermittently to stylus, touch screen was dented, parts of the internal circuitry were damaged, have cracked solder and was burned up and measures open. All damaged components were replaced. Laboratory analysis confirmed reported allegation. The manufacture date for this product is september 27, 2006.

Event description:
Boston scientific received information that this programmer had touch screen issues. The programmer was returned for analysis. There was no patient involvement reported.